Manufacturer narrative:
A ge service representative performed an on site investigation. The 24 volt power supply was replaced. The single board computer upgrade kit was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up and the lift column would not function. No patient injury was reported.